Manufacturer narrative:
Brand name corrected from choice pt to pt. Model/catalog number corrected from 2045 to 27790.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice pt guidewire was selected for use. However, during procedure, the end of the wire broke off in the bracnh of the rca. Retrieval was attempted, however, the fragment was left inside the patient. There were no patient complications and the patient was stable. It was further reported the complaint device was a pt2 wire and not a choice pt wire.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with its original pouch batch 24731014. The distal end of the polymer jacket had a small section detached and it was not returned; the damaged section was located approximately at 72.68 inches from the proximal end. No more visual damages were encountered. The outer diameter of the middle and proximal sections of the device are within specifications.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice pt guidewire was selected for use. However, during procedure, the end of the wire broke off in the bracnh of the rca. Retrieval was attempted, however, the fragment was left inside the patient. There were no patient complications and the patient was stable. It was further reported the complaint device was a pt2 wire and not a choice pt wire.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice pt guidewire was selected for use. However, during procedure, the end of the wire broke off in the branch of the rca. Retrieval was attempted, however, the fragment was left inside the patient. There were no patient complications and the patient was stable.